Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up remotely via merlin.net on (B)(6) 2020 with noise over-sensing on their right ventricular lead. Patient came in to the clinic on (B)(6) 2020. The noise was not reproducible using isometrics or pocket manipulation. Device was reprogrammed accordingly and patient will continue to be monitored. Patient condition after the event was stable.